Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed urethral atrophy. The device was coapting upon initial scope, but the cuff was too big for the patient to produce results. An artificial urinary sphincter (aus) revision surgery was performed in which the physician downsized the cuff and replaced the pump in order to put it in a new location of scrotum. No device issues were reported. The patient is expected to heal appropriately.